Event description:
Patient is dependant on pacemaker. Seen in ER with pauses. (5-7 seconds). Pacemaker not pacing at times unable to interrogate the device in ER. A few hours later the device appeared to be working properly and was able to interrogate it. The device was removed and replaced. When unable to interrogate the device, the magnet response feature also did not work.